Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing sinusitis in which the patient saw a physician. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam. The patient has alleged experiencing sinusitis in which the patient saw a physician. There was no report of patient harm or injury. Despite of four attempts 07.07.2022, 07.14.2022, 07.21.2022 ; the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section d4, h6 has been corrected/ updated.